Event description:
A caller reported that the continuous glucose monitor (cgm) value was not automatically appearing on the bolus screen, and the pump screen displayed a high reading. There was no adverse impact to the customer's blood glucose level as the caller intended to perform bolus delivery initially. The caller received an incomplete bolus alert but, with the help of technical support, successfully delivered a bolus, resolving the issue.

Manufacturer narrative:
The initial medwatch reported that there was a display issue regarding the continuous glucose monitor (cgm). Upon further clarification it was determined that the customer's display and cgm functioned as intended and designed. This issue did not cause or contribute to serious injury and does not have the potential to cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803. H6: remove codes: a0902, e2403, f26, b13, c20, d14, and g02014